Event description:
Information from clinical trial database. Distal parent vessels occlusion due to thromboembolic events for coils bulging. Occlusion of anterior communicating artery with occlusion of both a2 segments (21 feb 07). Coils used: model number: x-5-10-t10-mc, product name: nexus morpheus 3-d csr. X-4-10-t10-mc, nexus morpheus 3-d csr. X-3-2-t10-mc, nexus morpheus 3-d csr. Boston scientific gdc-10 2x4 unknown 1.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information. Another countries' registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in another countries, enrollment started in 2006; enrollment closed in 2007. Patients completing 1 year follow-up. MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.